Event description:
7/15/93: device user was in her electric chair in her room, at skilled nursing facility snf). Based upon interviews with the staff of the snf, it was determined that the user had fallen asleep in the chair with the power still on" and the chair's left front frame portion against the bed. It appears that resident's right hand was leaning slightly against the joystick and causing the power to flow to the left motor; not enought current was involved to trip the circuit breaker but enough to cause the motor to build up heat and cause the wiring inside to began to smoke. Aat this point a nursing aide noticed the smoke and removed the patient from the chair and called a maintenance worker to remove the wheelchair from the facility to a garage. I evaluated the wheelchair's electrical components by performing a computer check of all functions. The test showed no malfunction of the device. The device was removed to our facility and the manufacturer was contacted. Based on all evaluations conducted it is concluded that "user error" was the cause of the event and the manufacturer repaired and returned to the user with complete instruction and facility staff inservices in the use of the device and the importance of shutting the power off when not moving the chair.formal quality assurance and improvement reports willbe filed and acted on here at the distributor facility.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer software performance tests conducted, performance tests performed, visual examination. Results of evaluation: incorrect technique/procedure, other. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device repaired and put back in service, device returned to manufacturer/dealer/distributor, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.